Event description:
2024-nov-08: additional info was received from rep who reported the cause of the lead incisions reopened and discharging was due to an infection. They reported patient is being treated for this now. Additional info received from rep who reported patient called this morning to say that their physician is going to remove the stimulator in december due to an infection. They said no matter the amount of antibiotics the pocket incision will close then re-open. They have plans to have a new device implanted after a waiting period.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial: (B)(6), ubd: 18-mar-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Patient called today to schedule a reprogramming and mentioned that they needed to call the healthcare provider (hcp) office because the incision where there leads are placed opened and began to discharge/wound weeping. Pt reported slight warmth and bu mps around the incision. Pt was instructed to contact the hcp office to get the wound inspected. Rep also reached out to the office to let them know of the issue being reported. The issue is ongoing, but the rep noted they would submit any new information that becomes available. On (B)(6)2024 the rep reported the pt had an appointment with the provider yesterday. Rep was told that pt was given an antibiotic.